Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic lower anterior resection procedure. Upon resecting the sigmoid/rectum, the stapler was fired across the tissue but the jaws would not open and were locked on the tissue. It is unknown how the surgeon removed the stapler from the tissue. A manual handle was used to finish firing but produced an incomplete staple line. The status of the patient is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic lower anterior resection procedure. Upon resecting the sigmoid/rectum, the signia stapler was fired across the tissue but the jaws would not open and the surgeon was eventually able to get the jaws open enough to remove from tissue without damage. She claimed staple line was fully formed. A manual handle and another reload was used but the reload did not fully fire. She opened another purple reload, and possibly another manual handle to finish firing across tissue in order to complete the case. No patient injury. The status of patient is doing fine.